Event description:
It was reported patient underwent an ulnar collateral ligament thumb repair procedure on (B)(6) 2014. During the procedure, the suture anchor fractured in the patient. The fractured anchor was removed and another suture anchor was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the tip of the instrument was bent and appeared to be subjected to excessive stress during use, causing the break.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.there are warnings in the package insert that state that this type of event can occur: under warnings, number 10 states, "the device can break or be damaged due to excessive activity or trauma. This could lead to failure requiring additional surgery and device removal."evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.